Event description:
N/a.

Manufacturer narrative:
The codman disposable perforator was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. The unit was heavily soiled with organic material and had a destroyed label which could not be read. The "IFU" testing procedure was performed after the first drilling of the hole because the unit was fused with organic matter. It performed as intended once the inner and the outer drill were freed. The functional testing was performed using the same protocol, it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the perforator failed to disengage during cranial surgery resulting in dural damage and a brain contusion. It was perforated a total of 3 times. No problem was reported with the first and third perforations. The perforator failed to disengage during the second burr hole at the tentorium. The perforator was stuck in the skull, and the area around the perforator was scraped off with a drill. Hemostasis was performed. Another product was used for the procedure. Surgical time was extended more than 30 minutes. The manufacturer of the drill was unknown. It was unknown if the drill was electric or pneumatic. It is unknown if the perforator clicked into place in the drill, and it is unknown if the recommended spring tests were being performed between each burr hole. No further information was provided.